Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture in the atrium. It was later reported that this product had dislodged. The patient underwent a revision procedure and the lead was replaced. No additional adverse patient effects were reported. The product was not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.